Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Postal code for manufacturer - (B)(6).

Event description:
(1) beginning time of product use: (B)(6) 2024, 15:25. (2) purpose of use: performing a puncture to obtain a specimen. (3) adverse event occurred time: (B)(6) 2024, 15:26. (4) adverse event situation: the patient under general anesthesia for ultrasound bronchoscopy puncture, the first puncture successfully obtained a small number of specimens, in the second puncture process, at 1.5-2 cm of the head of biopsy needle core was observed obvious bending , but did not break, in order not to affect the patient's diagnosis, and immediately replace the other biopsy needle puncture to obtain a specimen (5) impact on the patient: prolonged surgery time, increased surgical risk. (6) time to take treatment measures: (B)(6) 2024, 15:28. (7) treatment: replace the biopsy needle with a new one to obtain a specimen. (8) patient's improvement time: (B)(6) 2024, 15:29.

Manufacturer narrative:
A supplemental report is being submitted as a cancellation report due to completion of the investigation on 9 jun 2025. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation 1 unit of lot c2197934 of echo-hd-22-ebus-p was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 02 jan 2025. On evaluation of the devices the following observations were made: visual inspection: stylet examined and no issue observed, functional inspection: sheath extender able advance and retract without issue, attempted to advance needle handle but unable to stylet removed form device without issue, attempted to re-insert stylet into the device but would not insert fully, needle removed from device with difficulty, and observed to be broken at the distal end of needle manufacturing records prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c2197934 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the warnings section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060) image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause may be attributed to damage at the patient end of the needle during insertion or advancement through the scope after the first pass, which could have led to the distal needle kink. This kink may have subsequently caused difficulty in retracting the needle. Additionally, the distal needle break observed during laboratory evaluation may have occurred during the transport of the returned device, as the customer confirmed that the break was not observed before sending the device back to cirl. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. As per medical advisor¿s input, the procedure time was not significantly prolonged, as the needle was replaced within 5 minutes, and spo2 (oxygen saturation) did not drop significantly. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted as a cancellation report due to completion of the investigation on 9 jun 2025. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.